Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the bottom cover was dented. In addition, the electrode was severed near the array prior to receipt which is believed to have occurred during revision surgery. The photographic imaging inspection revealed disturbed wirebonds at the digital and analog chips. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The internal visual inspection confirmed shorted wirebonds at some digital chip pins. The failure of this device is attributed to shorted wirebonds at the digital chip which prevented the device from achieving lock. A corrective action was implemented. This is the final report.